Manufacturer narrative:
The customer reported the line snapped, and returned one used sample of material 2420-0007, lot 24095408. Upon initial visual examination, the set verified the complaint, and the pump segment was separated from the upper fitment. There was no ring retainer indent or ring retainer returned with the set, which holds the silicon tubing to the upper fitment. A quality alert was issued by the plant to communicate and reinforce the correct assembly procedure to personnel. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional information

Event description:
It was reported that bd alaris pump module smartsite infusion set was damaged the following information was received by the initial reporter with the following verbatim. It was reported by the customer that IV chemo line snapped after being removed from IV pump machine.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.